Event description:
It was intended to use a 3.0x15mm nc euphora balloon dilatation catheter for post-dilatation of a stented lesion in the circumflex artery exhibiting normal tortuosity, little calcification and 70% stenosis prior to stenting. The lesion was pre-dilated using a non-medtronic balloon followed by delivery of a non-medtronic drug eluting stent. The nc euphora device was inspected and prepped prior to use, with no issues noted. The 3.0x15mm nc euphora balloon was being used for post-dilatation when the balloon burst at 12atm after 9 seconds on the first inflation. Another balloon was then used. No clinical sequelae were reported for this event. Evaluation summary: the balloon had been inflated. The device failed negative prep. The balloon was inflated and liquid was seen exiting the balloon. A radial tear was located on the balloon working length. The tear was jagged and protruding inwards. Additional scratches were evident on the balloon. The distal tip was damaged.

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (lesion morphology). Deformation problem. Evaluation conclusions: device failure related to patient condition (lesion morphology). (B)(4).